Event description:
The facility's biomed engineer reported an infusion pump with a 550 failure code. The biomed stated that there have been no reports of any pt incident involving the pump since the last baxter service event. It was unk if this failure occurred during pt use or biomed testing. Additional contact info was requested but not provided.